Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fluctuating impedance, high impedance and suspected no capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent a right atrial (ra) lead revision procedure. It was found that the implantable cardioverter defibrillator (ICD) had a loose atrial setscrew connection. The ra lead was re-inserted, the set screw was tightened and everything was normal. It was noted that during the procedure there was a coil impedance alert for the right ventricular (rv) lead due to the device out of the pocket. After the procedure the patient was sent home. Then four hours later the patient reported to the clinic that the device started alerting again. A remote transmission was sent to the clinic were there was an observation for rv coil impedance out-of-range. The patient will be brought back into the clinic to clear the alert. The ra lead, rv lead, and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.